Manufacturer narrative:
H.6. Investigation summary: 1 sample was returned to sbdm, lot number is 1812242. From visual inspection, broken plunger could be found. House sample inspection: sbdm inspected 30 pcs from lots 1811072, 1812242 & 1812262, no abnormality observed. DHR review: sbdm reviewed the manufacturing record for the complaint sample, no abnormality observed. Customer complaint review: sbdm reviewed the customer complaint record, there are no similar issue from other customers. Root cause: from investigations, the likely cause is that the broken plunger of syringe occurred in the syringe assembly line. The broken plunger of syringe may have occurred before the scale printing process due to a malfunction of the barrel & plunger assembly machine. If the plunger moves to assembly machine and there are full of plungers, sensor is working. It means that the feeder and scale printing machine stopped promptly and resume the run again. An error can occur at the time of re-run and then the feeder index hit and broke the plunger. Also, the inspectors could not find the broken plunger of syringe and it caused the complaint case. Corrective actions: 1. Sbdm conducted quality training on this customer complaint for syringe assembly line workers and quality inspectors. 2. Sbdm implemented 100% visual inspection on syringe packaging process and had retrained on inspection method for packaging inspector due to this complaint case effective. H3 other text : see section h.10

Event description:
It was reported that bd¿ syringe w/ needle plunger was broken. This occurred on 2 occasions, discovered before use on a patient. The following information was provided by the initial reporter: broken plunger of syringe.

Manufacturer narrative:
The manufacturing location for this product is greater asia. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe w/ needle plunger was broken. This occurred on 2 occasions, discovered before use on a patient. The following information was provided by the initial reporter: broken plunger of syringe.